Event description:
Customer reportedly obtained results of 17mg/dl, 172mg/dl, and 167mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however strips are unavailable for return.